Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the errors on the ergonomics, specifically related to the ssc mechanical components. The customer reported that the issue was resolved after moving a cable that was obstructing the ergonomic function, and no further ergonomic issues were experienced following this intervention.

Event description:
It was reported that during an umbilical hernia etep procedure on a da vinci 5 system, the operating room staff noted errors related to the ergonomics both before and during the procedure. Technical support engineering (tse) was contacted after the procedure, verified the presence of errors on the ergonomic lift, and was unable to provide further assistance at that time, recommending follow-up by field service engineering. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Annex c and d were updated.

Event description:
Refer to h11 for follow-up information.